Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was observed to be difficult to position in the patient. A stylet was difficult to pass through the entire ra lead. Once the physician was able to position the ra lead, it exhibited high out of range pacing impedances of greater than 3000 ohms as well as high thresholds. The physician was able to implant the ra lead in the patient successfully and it remains in service. No adverse patient effects were reported.